Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of hospitalized low blood glucose of 3.9 mmol/l. The customer had symptoms such as shaking and sweating. The customer stated that the pump was not working as designed. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed the displacement accuracy test. The insulin pump was received with scratched case, pillowing keypad overlay, scratched keypad overlay and minor scratched lcd window.